Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, fenestrated bipolar forceps instrument wire at tip was found to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.